Event description:
Needle unable to be securely placed to maintain aseptic access to catheter. Insertion site infected. Infection controlled with oral antibiotics. Pt afebrile with slight drainage and redness of site.